Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Daily pace lead trend data shows an increase for ventricular pace bipolar impedance of 361 to 4047 ohms peak between (B)(6) 2013. Three patient alerts for lead failure predictor occurred between (B)(6) 2013. Six ventricular non-sustained tachycardia episodes of less than or equal to 217 milliseconds occurred between (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes of less than or equal to 207 milliseconds average ventricular cycle occurred on (B)(6) 2013. Ventricular short interval count v-sic of 2499 counts occurred over 3.88 days between (B)(6) 2013.

Event description:
It was reported that during normal use a device warning for high impedance on the right ventricular (rv) lead occurred. Intermittent loss of capture was also noted for the lead. An apparent fracture was observed by the customer via x-ray examination. The lead was capped and replaced. There were no reported patient symptoms or injuries related to this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.